Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there is medication remaining after the completion of an IV piggy-back secondary infusion. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Event description:
It was reported that there was medication remaining after the completion of an IV piggy-back secondary infusion. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.